Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated blood glucose levels were 45 mg/dl and the sensor was reading 200 mg/dl. Nothing further reported.